Event description:
The customer reported unable to acquire lead v2. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire lead v2. There was no reported adverse patient impact. The trunk cable was not available for evaluation. The trunk cable was replaced to resolve the issue. We will consider this a malfunction of the trunk cable where v2 could not be acquired.